Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information. Per the instructions for use, the safety and effectiveness have not been established in patients with antegrade punctures.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive determination for the reported cuff miss. A cuff miss can be influenced by, but not limited to manufacturing, patient anatomical conditions and/or user technique. During manufacturing, all devices undergo visual and functional testing. A cuff miss can be caused by tissue being too thick and/or other certain anatomical conditions. The failure to position and maintain the device at a 45 degree angle throughout deployment and retraction of plunger/suture, changing the angle, rotating or rocking the device, and/or not depressing the plunger to contact the body can also contribute to a cuff miss. It was reported that an ipsilateral antegrade puncture was used. As per the instructions for use, the safety and effectiveness of the proglide device have not been established in patients with antegrade punctures. Based on the reported information and the inspection criteria, a definitive cause for the reported cuff miss could not be determined; however, the antegrade puncture technique may have been a contributing factor. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot. A query of the complaint handling database was performed and there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after a percutaneous transluminal angioplasty in the superficial femoral artery. Reportedly, using an ipsilateral antegrade puncture, a cuff miss occurred. Another proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.